Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The customer states changed the battery and pump did not want to turn on any longer. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The request to replace the pump has been submitted to local office.